Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy bleeding") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, pelvic pain and abnormal uterine bleeding on 2951250-2023-00903-2 2021 and overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3778 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy; dilation and curettage and removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. The reporter commented: date discrepancy noted in birth date 21jun1986 consists of 3 segments of metal coils from 2.0 up to 3.0 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.21 kg/sqm. [Pathology test] on (B)(6) 2021: source: endometrium, fallopian tubes, bilateral, uterus pathologic diagnosis a. Endometrium; curettings: fragments of proliferative endometrial mucosa with focal stromal and glandular breakdown. Rare superficial strips of benign endocervical glandular mucosa b. Bilateral fallopian tubes; sterilization: 2 segments of fimbriated fallopian tubes, completely transected. C. Essure coil; removal: 3 segments of metallic coils (gross examination only). Clinical information: abnormal uterine bleeding; polyps; pelvic pain gross description: essure coil: consists of 3 segments of metal coils from 2.0 up to 3.0 cm. Long. One segment is contained within a 2 cm segment of tan-purple segment of possible proximal fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporter and patient information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.